Event description:
It was reported that during the procedure for a pulse field ablation (pfa) procedure to treat an atrial fibrillation, there was an air leakage at the tail end of the faradrive sheath. The procedure was completed with this device. The patient condition following procedure was stable with no patient complications reported.